Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device. It was observed that the device battery was disconnected, after reconnecting the battery the device powered on. The customer later confirmed that they had disconnected the battery in order to ship the device to physio. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device would not power on. Their device had been in storage for an unspecified period of time prior to observing the power issue. The customer later made physio aware that the monitor screen of their device was ¿messed up¿. The customer had to disconnect the ac power from the device and remove the battery in order to power off the device and reset it.   There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the customer¿s device and was unable to duplicate the reported issue. As a precaution physio replaced the system controller and user interface pcb assemblies. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and was unable to duplicate the reported issue. An unrelated non-critical issue was observed during the pcb evaluation. The removed system controller pcb assembly was an ancillary part and there was no failure of this assembly. The cause of the reported issue could not be conclusively determined.